Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medications, and medication was not on profile. The technical support specialist (tss) was unable to override the item as it was set to high alert, while the user's access level was set to general. The tss logged into medbank myqlink and remotely dialed into the machine, where it was found that the medication on the profile differed from the item on the machine. The tss updated the national drug code, the item now matched and issued the item successfully. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.